Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was unknown if dianeal and extraneal therapies were ongoing until the time of death or if therapy was being performed with a baxter device prior to or at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.